Event description:
After an implant duration of about (B)(6), it was reported that oversensing was observed via home monitoring, so this lead was explanted. No adverse pt side effects have been reported.